Event description:
Report from a j&j affiliate, u.k.; spontaneous report from mca: this 53 y/o female had a lippes loop double s intrauterine device from 1978 to 1995. Pt developed endometrial metaplasia which required a hysterectomy.